Manufacturer narrative:
This report is submitted on june 02, 2021.

Manufacturer narrative:
This report is submitted on 08 apr 2021.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2021 due to tip fold over of the electrode array. The patient was reimplanted with a new device during the same surgery.